Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis (ipp) pump had been hard to pump for the past 6 months. There is no specific date on when symptoms happened. During replacement procedure, the pump tubing was spliced from cylinders and was replaced with new ms pump. The old reservoir was also removed and replaced with new 65 ml reservoir. The cylinders were left implanted. No further complications were relation to this event.